Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, the medical technologists in chemistry department observed several tubes having floating gel globules and oil droplets and films on the surface there was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, the medical technologists in chemistry department observed several tubes having floating gel globules and oil droplets and films on the surface there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and an oily film on the top of the serum was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, an oily film on top of the serum was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined.